Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer states device has no tip. Further information was provided that the "probe" can not measure heart rate (hr). There was no patient involvement.

Manufacturer narrative:
(B)(4)

Event description:
The customer states device has no tip. Further information was provided that the label needs to be exchanged. There was no adverse patient impact reported.